Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter was prompting an unknown error message when he was attempting to test his blood glucose and the meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unsure of when the alleged issue first occurred. The patient reported using novolog insulin and another medication to manage his diabetes. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported at an unknown time he developed symptoms of "sweating and shaking." The patient denied receiving any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca was able to assist the patient to resolve the alleged issue. The cca confirmed this was not the first time the meter had been used and there was no misuse of the meter. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, he was unable to test, and therefore developed symptoms suggestive of hypoglycemia. This pi contains information from related pis #(B)(4).

Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.